Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 3 months post-implant, it was reported by the vad coordinator that the hospital staff had great difficulty getting the patient's "fluid state right" and occasionally the patient's pump power increased to 10 watts. It was reported that the hospital staff suspected pump thrombus and the patient received a heart transplant. Additional information received from the vad clinic nurse indicated that the patient was moved up on the transplant list due to persistent gi bleeding. The hospital staff was unable to identify an active source of the bleeding after tests were performed and as a result, the patient was weaned off of his anticoagulation medication. In the days prior to his transplant, the patient was also taken off aspirin and the hospital staff suspected pump thrombus. It was reported that the patient's pump had a slight unusual sound on auscultation and the hospital staff also had difficulty maintaining the euvolemia in the patient. It was also reported when the patient was at home he was on a high dose of oral lasix and was readmitted into the hospital for IV lasix to optimize diuresis.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.